Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call on (B)(6) 2017, that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was done. The customer stated that the battery compartment was corroded. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit was received with blank display due to missing battery tube spring. Unable to perform all functional testing including the displacement, operating currents and verify battery out limit, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery test due to blank display. Pump received with minor scratched lcd window, cracked lcd window, cracked belt clip slot, missing end cap sticker, cracked reservoir tube lip and stained address/serial number label.